Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Approximately three months after the procedure, the patient experienced a minimal area of visible mesh in the vagina. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly